Event description:
The patient reported additional information that the replacement device resolved the recharger getting hot issue.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6) ; was returned for product analysis. Analysis found the cable insulation was torn and wires were exposed. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(4) implanted: explanted: other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4) ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the implantable neurostimulator (ins) is not working the best because they are not able to charge the ins. Patient stated the get the high/low number for about a week. Patient services specialist (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage on the rtm. Ps asked patient to start charging the ins and controller showed passive recharge screen. Ps reviewed meaning of the passive recharge process and recommend patient continue to keep the rtm over the ins. Patient stated the high and low number are in the 90. Patient stated they will continue to charge the ins and call back if there are any questions. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from the patient. Pt called back and said that the charging issues are still happening, and noticed the casing came off the rtm and it was also heating up and burning their skin. A replacement rtm was sent to the patient.